Event description:
It was reported to tyco healthcare in 2001 that a nurse had sustained a needlestick. The material manager stated that a night nurse had attempted to dispose of sharps into overfilled container in insufficient light, and sustained needlestick from a previously disposed of sharps.